Event description:
The customer reported a failed pilot balloon valve of the tube. The inflation line was repaired with another manufacturer's repair kit. The customer did not report whether or not a non-routine replacement of the tube was required.